Event description:
(B)(4). I have had dysfunctional uterine bleeding, I have developed allergies where there were none, ibs, intestinal spasms, vitamin d deficiency, chronic fatigue, chronic inflammation, chronic pelvic and abdominal pain, peripheral neuropathy, memory loss brain fogs, fainting spells rashes, an odor like I miscarry every month among a slew of other issues.

Event description:
(B)(4). I have involuntary shaking as if I have parkinson's disease. For the past few years I have had vibrations in my lower body as if I have a cell phone on vibrate attached to my body. Leakage of clear fluid from my vaginal area. Anxiety and panic disorder has progressively gotten worse.

Event description:
(B)(4). I have involuntary shaking as if I have parkinson's disease. For the past few years I have had vibrations in my lower body as if I have a cell phone on vibrate attached to my body. Leakage of clear fluid from my vaginal area. Anxiety and panic disorder has progressively gotten worse.